Event description:
Outbound. Pt reporting extension tubing leaked at the filter today. Lot # 58x042, pt also reports 2 leaking ultrasites. No further details provided. Diagnosis or reason for use: sph.